Event description:
The following info was reported: device was prepped, after catheter was inserted to white mark, balloon was inflated but did not seem to hold pressure. Another device was then prepped and inserted with the same issue. Further examination post procedure showed a leak or hole or tear on both balloons. Manual pressure was held for 30 minutes, pt had no issues. Physician said the vessel was clean and no calcification was present. Procedure: coronary.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5 mm from the balloon bond. The procedural sheath was not returned; therefore, a physical investigation could not be performed. Damage to the distal end of the procedural sheath could cause a puncture of the balloon, resulting in a loss of pressure. It should be noted that the probability of two devices failing in the same pt due to the puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1407902) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00540 for the second device.